Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. The helix mechanism failed to retract most likely due to blood products in the helix mechanism.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increased threshold measurements and low sensing. Lead dislodgement was suspected. A revision procedure was performed, this lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.